Event description:
The surgeon reported that during hvad implantation bleeding was seen around the outflow connection near the bend relief, after the pump was placed in the left ventricle. He removed the bend relief and outflow graft, cut the graft to remove the torn site and reattached the outflow graph to the pump. Minimal to moderate blood loss was noted. No additional issues were reported with bleeding or outflow graft. Patient was stable upon arrival to the intensive care unit post implant. The device is expected to be returned to heartware for evaluation. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported that during an lvad implantation the surgeon noted that there was a tear in the outflow graft underneath where the bend relief attaches. The implanting surgeon cut the outflow graft at the torn site and reattached to bend relief with pump in left ventricle. There was no reported patient injury as a result of this event. The outflow graft was not returned as it remained implanted in the patient. A possible root cause for the reported event could be as a result of over-tightening the clamp during the lvad implant procedure. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Manufacturer narrative:
The hvad remains implanted in the patient, therefore, it will not be returned. However, the outflow graft (1001876979) is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.